Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the patient experienced reduce wound healing and dehiscence at ipg site with no visible signs of infection. No falls were reported. Surgical intervention was undertaken where the ipg was explanted and replaced. The patient was hospitalized overnight and was given IV antibiotics. Therapy was restored post operatively. Later it was indicated that patient was given oral antibiotics, and the wound was healing.

Manufacturer narrative:
A patient experiencing wound dehiscence at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.